Event description:
It was reported that during a da vinci-assisted myomectomy, the customer found the connector part of the monopolar curved scissors (mcs) instrument was damaged and the mcs tip was detached after the mcs instrument was removed from the arm. The customer was not sure how the damage was made to the mcs instrument and if any fragments came off. The procedure was completed. No known impact or patient consequence reported. Intuitive surgical inc. (Isi) followed up with the isi technical support engineer and confirmed that the mcs instrument and tip accessory was inspected prior to use. There was no damage found. No holes or missing material were present. No arcing was observed during the procedure. Fragments fell off the mcs instrument and all fragments were retrieved in the same procedure. There was no collision and no difficulty removing the mcs instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument and mcs tip accessory were inspected prior to use with no abnormality. The customer confirmed that upon removing, the instrument broke and the fragments fell into the patient. All the fragments were retrieved during same procedure. Post-operative tests were not performed. There were no holes/tears/missing material appeared proximal to the tip blades. The customer used a reducer and confirmed no arcing was observed. The surgeon did not find any difficulty in removing the instrument and did not notice any issues with the functionality of the instrument. The mcs instrument did not collide with any other instruments. The instrument wrist was not straightened upon removal.

Manufacturer narrative:
Based on the claim by the customer noting the monopolar curved scissors (mcs) instrument's tip was damaged, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the remotefe procedure log showed this myomectomy surgical procedure on (B)(6) 2023 via system serial# (B)(4). The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: it was alleged that fragments from the monopolar curved scissors (mcs) instrument and the mcs tip fell inside the patient during a da vinci assisted procedure. The fragments were retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip was further evaluated by advanced failure analysis and the initial failure analysis were confirmed. The accessory's retaining cover exhibited damage. This damage was observed during accessory installation when the retaining tip cover was pushed over the instrument tube adapter without being correctly aligned or if it was twisted before it was fully seated. If the retaining cover is incorrectly aligned and the bayonet does not enter through the retaining channel on the instrument tube adapter, the bayonets in the retaining cover can be forced outwards and result in the damage observed. Proper alignment is achieved by lining up the white stripe on the instrument with the black stripe on the cover. Additionally if the retaining tip cover is rotated to lock onto the instrument before the cover is fully seated downwards, this can cause the cover¿s internal bayonets to protrude since they are forced outwards. There does not appear to be any missing pieces from the accessory.

Manufacturer narrative:
Based on the claim against the product by the customer noting the tip of the monopolar curved scissors was damaged, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mcs tip was analyzed and found to have cracked retaining bayonets upon visual inspection. No material appears to be missing. The root cause could not be determined. The complaint regarding damaged mcs tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. In addition, the mcs instrument was analyzed and found to have a broken tube adapter at the distal end upon visual inspection. The broken piece was returned and measured approximately 0.104" x 0.073" in size. No material appears to be missing. Root cause of this failure is attributed to mishandling/ misuse. The probable root cause of damaged mcs tip could not be determined based on the failure analysis results. The probable root cause of damaged mcs instrument is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h10/h11 for follow-up information.